Manufacturer narrative:
Visual inspection of the returned device found no defects. The water circulated normally through the product. The electrode did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature sensor was stuck at ll and did not move from this reading. The doctor had to replace the electrode without cauterizing the track. There was no patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature sensor was stuck at ll and did not move from this reading. The doctor had to replace the electrode without cauterizing the track. There was no patient injury.